Event description:
It was reported that the device was used during a laparoscopic oophorectomy. It was reported by the rep that the only details given to her was that the device did not fire properly. There was no consequence to the patient.